Manufacturer narrative:
Date of event: (B)(6) 2022. The device was evaluated by olympus. The device evaluation found the forceps cover glue was peeling. In addition, the evaluation also found, the probe unit had a minor chip and gap, the glue on the rubber of the bending section cover had a crack, and the biopsy/ instrument channel had a cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset evis exera ii ultrasound gastrovideoscope to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, the forceps cover glue was peeling. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be 10-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.